Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hypoglycemia event on 20 apr 2026. The blood glucose was low at the time of event and got treated with eating ate fried corn and porkchop.